Manufacturer narrative:
B3: date of event is estimated. The unit was returned for evaluation on 25-feb-2026. There is no confirmation for the return reason of service needed. No trouble found. No errors popped up or recorded on the data log. The unit is working well and within specification.

Event description:
It was reported that the patient's stationary unit was not producing oxygen through the night. As a result, the patient's oxygen levels dropped to the 60s and the paramedics had to be called to administer supplemental oxygen. The inogen team attempted to contact the patient for further information three times with no response.